Manufacturer narrative:
The device was not returned for evaluation. Lot release records were reviewed, and the product lot met all acceptance criteria. Based on insulet's investigation, software issues were found that contributed to the errors and a CAPA has been opened to address the issue.

Event description:
It was reported the patient believed their personal diabetes manager was not providing an accurate bolus calculation. The patient called in response to receiving the field safety notice (fsn), and believed he was experiencing the described issue.